Event description:
On (B)(6), dr.(B)(6) used nanoknife to treat a liver lesion near the left portal vein. Prior to the start of the procedure, no thrombus was noted in the portal vein. After placing four probes surrounding the lesion, he began treatment that lasted over thirty minutes. Dr. (B)(6) observed via ultrasound that a thrombus was forming in a portion of the left portal vein near the ablation site. It was noted that the thrombus grew during the procedure so by the end of procedure the thrombus occluded a portion of left portal vein. A f/u CT on (B)(6) dr. (B)(6) was unable to visualize the left portal vein due to occlusion caused by thrombus and noted that the thrombus extended to portion of anterior branch of the right portal vein that was not in the ablation zone. A second CT on (B)(6) noted that the partial thrombus extended into main portal vein. The pt had no adverse effects due to procedure. It was noted by dr. (B)(6) that during this period, the pt is asymptomatic.

Manufacturer narrative:
Nanoknife unit (B)(4) was returned for diagnostics on 3 june. The unit was tested via operational procedures and met specifications. It was indicated by the end user that the nanoknife probes used during this procedure are not available to the manufacture for eval. An investigation into the root cause for incident is currently in progress. The results of the investigation will be sent via a f/u medwatch.